Event description:
A report was received that during product analysis, it was discovered that the patient¿s ipg exhibited premature battery depletion.

Manufacturer narrative:
Device evaluation indicated that the device exhibited analog integrated circuit ¿ u1 damage. Battery depletion rate was exceeded the normal range prior to the explant procedure. The device had excessive sleep current leakage and the vh to ground impedance measured low. Exposing the device to high-electromagnetic or voltage transient can cause this type of failure. The root cause of the aic-u1 damage is unknown.